Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse ordered the part and replaced the high resolution stereo viewer (hrsv) monitor. The issue was resolved. The system was tested and verified ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and found they were able to replicate/confirm the reported issue. The monitor was installed and tested on the pca test system. System started up with no image on the left hrsv monitors, the screen was completely black. The complaint regarding the surgeon side console (ssc) left eye is black was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the left eye being blank is attributed to a component failure in the hrsv monitor. The monitor was replaced, and the issue has been resolved. This complaint is being reported based on the following conclusion: the customer aborted to another davinci system after the start of the procedure due to the surgeon side console left eye being black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon side console (ssc) left eye was black. The intuitive surgical, inc. (Isi) clinical sales rep (csr) performed troubleshooting, but the left eye remained black. The csr switched out the surgeon console with another system and the case was completed robotically using the alternate console with no reported injury. Additional troubleshooting was performed with the original surgeon console after the case was completed. The isi technical support engineer (tse) instructed the csr to cycle system power and surgeon console circuit breaker for one minute. In addition, the csr to check the dvi cables connected to the personality module surgeon console (pmsc). The system powered on and homed successfully, but the left eye of surgeon console was still black. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.